Manufacturer narrative:
The unit had a cracked and bleeding lcd glass. The unit also had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked belt clip slot, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that someone stepped on the insulin pump which caused it to crack and the display was damaged. The customer's blood glucose level ranged from 15.2 to 19.2 mmol/l. The customer was about to treat with a manual injection. The customer was advised to stay disconnected and revert to a back-up plan until they receive the replacement device. No further details were provided.